Event description:
It was reported that, "the outer blister on the box was broken on the edge. Another size 8 femur was used considering the sterility could have been compromised."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.